Manufacturer narrative:
One used 7" (18 cm) appx 0.32 ml, smallbore pressure infusion (400 psig) ext set w/remv microclave® clear, nanoclave®, purple clamp, luer lock and one used spinning spiros were received and visually inspected. As received, the spiros was securely connected to the male luer of the extension set. The spin feature of the spiros was activated and spinning freely. No visible damage or anomalies were observed. The connected samples were leak tested. Leakage occurred from the from a tear in the tubing within the bond pocket of the nanoclave y-connector. Solvent was present and the bond appeared to be secure. A pull test was conducted on the comparable nano y-connector/tubing bond. The bond met product performance specifications. A device history record (DHR) review could not be conducted because a lot number was not identified. The reported complaint can be confirmed. The probable cause of the damage tubing and subsequent leakage is due to an unintentional excessive pulling force applied during use.

Event description:
The event involved a 7" (18 cm) appx 0.32 ml, smallbore pressure infusion (400 psig) ext set w/remv microclave® clear, nanoclave®, purple clamp, luer lock which the bedside rn reported only drawing blood bubbles and lots of air upon attempting to draw the patient's labs from his blood port connection. The charge rn to was then called to the patient's bedside and they decided to disconnect the patient from his tubing and draw labs directly from his port. The port drew blood and flushed easily. Upon disconnection of patient tubing, they discovered blood leaking from the blood port extension and that there appeared to be a disconnection at that area which would explain why drawing so much air initially. The product was not reprocessed or re-sterilized prior to use. A unspecified medication was in use. There was patient involvement and no human harm.